Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 99 events were reported for this quarter. Product return status 84 devices were evaluated based on historical data analysis. 14 devices were received. 1 device investigation type has not yet been determined. Evaluation findings (results/components) 84 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable 8 devices: no device problem found / part/component/sub-assembly term not applicable 1 device: lubrication problem identified, overheating problem identified / device ingredient or reagent 1 device: degradation problem identified, overheating problem identified / bearings 1 device: wear problem, no device problem found / holder 1 device: degradation problem identified, overheating problem identified / device ingredient or reagent 1 device: degradation problem identified, no device problem found / part/component/sub-assembly term not applicable 1 device: wear problem, no device problem found / part/component/sub-assembly term not applicable 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable product disposition 65 devices: scrapped by stryker 33 devices: product not received 1 device: product disposition is not yet determined additional information 99 devices were not labeled for single-use. 99 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1 ¿ march 31 2026. This report summarizes 99 events for the failure: overheating of device. - 67 events had problem identified during non-clinical procedure; there was no patient involvement. - 24 events had no health consequences or impact. - 7 events had problem identified before clinical use/exposure; there was no patient involvement. - 1 event had insufficient information.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1 ¿ march 31, 2026. This report summarizes 99 events for the failure: overheating of device. 68 events had problem identified during non-clinical procedure; there was no patient involvement. 24 events had no health consequences or impact. 7 events had problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report#: 3015967359-2026-99278. Supplemental rationale. Corrected data: b5, h6, h11. 99 previously reported events were included in this follow-up record. Product return status. 84 devices were evaluated based on historical data analysis. 15 devices were received. Evaluation findings (results/components): 84 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable. 9 devices: no device problem found / part/component/sub-assembly term not applicable. 1 device: lubrication problem identified, overheating problem identified / device ingredient or reagent. 1 device: degradation problem identified, overheating problem identified / bearings. 1 device: wear problem, no device problem found / holder. 1 device: degradation problem identified, overheating problem identified / device. Ingredient or reagen.t 1 device: degradation problem identified, no device problem found / part/component/sub-assembly term not applicable. 1 device: wear problem, no device problem found / part/component/sub-assembly term not applicable. Product disposition: 66 devices: scrapped by stryker. 33 devices: product not received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99278. Supplemental rationale: corrected data: b5, h6, h11. 99 previously reported events were included in this follow-up record. Product return status: 84 devices were evaluated based on historical data analysis. 15 devices were received. Evaluation findings (results/components) 84 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable. 9 devices: no device problem found / part/component/sub-assembly term not applicable. 1 device: lubrication problem identified, overheating problem identified / device ingredient or reagent. 1 device: degradation problem identified, overheating problem identified / bearings. 1 device: wear problem, no device problem found / holder. 1 device: degradation problem identified, overheating problem identified / device ingredient or reagent. 1 device: degradation problem identified, no device problem found / part/component/sub-assembly term not applicable. 1 device: wear problem, no device problem found / part/component/sub-assembly term not applicable. Product disposition: 66 devices: scrapped by stryker. 33 devices: product not received.

Event description:
No change.